Event description:
Pt using a disposable pediatric circuit with peep and water trap. Family member heard a "hissing" from vent, but it seemed ok. Family member later noticed pt appeared to be having trouble breathing. Family member looked at the peep on the screen-and it was "0". Pt's spo2 dropped. No alarms for low peep. Family member immediately switched pt to their back up vent, which was ok. Pt recovered quickly. Family member stated diaphragm looked "shriveld." They changed circuit one time per week. Pt has large leak, no low minute volume alarm set - was a continuous nuisance. Family member alleging pt harm.